Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular events on or about unknown dates in (B)(6), (B)(6) 2031 and (B)(6) 2014 after the use of the product.